Event description:
The event was reported by the distributor, that during the procedure, the head/end of the needle came off in the arcus tendineus. No patient injury/complication or intervention reported.

Manufacturer narrative:
Evaluation - no sample returned for evaluation. Results - internal corrective action was initiated to address this and similar issues. Conclusions - device problem already known - no evaluation performed. Manufacturer will continue to track and trend for similar incidents.